Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. Caller stated that the customer drank a non-diet mountain dew and bolus to correct, but he did not eat right away, and customer went into low blood glucose and had a seizure. Caller stated that the customer blood glucose reading when paramedics arrived was 74 mg/dl. Caller also stated that the paramedics inhibited muscle relaxer and customer become paralyzed. While in the hospital customer, develop high blood glucose and dka. Blood glucose reading was 600mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.